Event description:
It was reported that two timberline mpf plates separated from their inner locking screws during implantation. A third plate with an older lot number was used to complete the surgery. There was no patient impact; however, there was a 20 minute delay to remove and replace the plates, twice. This is report one of two for this event.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in h3 and h6: component code. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the center screw had disassembled from the device. Root cause: this event could possibly be attributed to improper insertion or unknown patient or surgical factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3012447612-2025-00315.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that two timberline mpf plates separated from their inner locking screws during implantation. A third plate with an older lot number was used to complete the surgery. There was no patient impact; however, there was a 20 minute delay to remove and replace the plates, twice. This is report one of two for this event.